Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One 4.5 fr x 10 cm microez microintroducer was returned for evaluation. The dilator was preset within the grey sheath the orange peel tabs have not been split. Blood residue was visible throughout the device and on the sheath tip. The sheath tip appears to be deformed and damaged. The damaged portion appears to form a ¿v¿ shape with jagged and inwardly bunched edges. Microscopic observation of the sheath tip revealed the taper to be present on the intact region of the tip. The inward bunching deformation damage suggest the device was likely advanced against resistance. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ based on the condition of the returned sample, possible contributing factors include damage during handling and advancement against resistance during insertion. Since the sheath tip was observed to be damaged with evidence of use, the complaint is confirmed but the exact factors remain unknown. A lot history review (lhr) of redx0985 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the vascular sheath is damaged and cannot be used. (B)(6) 2022 - the returned dilator shows jagged and inwardly bunched edges.